Manufacturer narrative:
Follow-up #1; date of submission: 10/06/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inexplicable reboot events, which are potentially indicative of the reported event, were observed in the black box data. Visual inspection revealed that the threads of the battery compartment and cap were stripped. The battery cap was unable to secure to the pump per the instructions for use (IFU). The pump displayed intermittent power with the returned battery cap installed; the reported event was duplicated. A test battery cap, which was able to secure to the pump per the IFU, was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power-interruptions were observed. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no internal defects were observed. The audio bolus button cover was observed to be missing, and thus the button was dysfunctional. The battery cap damage, and its failure to properly secure to the pump, directly caused the reported event; the other device failures were unrelated to the reported event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was experiencing an intermittent-power issue and the battery cap would not secure to the pump. Customer service has made several attempts to contact the reporter to acquire more information. There is no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.